Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) in canada alleging her onetouch ultra test strips were ¿not rectangular and were offset" and when she inserted the test strip into the meter she obtained an unknown error message. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported around (B)(6) 2013, the alleged issue was first discovered. The patient reported she uses self adjusting insulin to manage her diabetes. The patient reported the night prior to the issue occurring she had 10 units of lantus insulin, the patient reported she had 5 units of novorapid before breakfast on the day of the alleges issue. The patient reported on (B)(6) 2013, at 1:05pm, she developed symptoms of ¿shaking, pale and sweating.¿ the patient denied having any treatment in response to her alleged symptoms. At the time of troubleshooting the cca confirmed it was not the first time the test strips had been used and the alleged issues were not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because due to the alleged issue the patient reported she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/17/2013) the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.